Manufacturer narrative:
The product will be returned for evaluation and testing. This is the first of two products involved with this event which is associated with mfg. Report # 9610978-2005-01484.

Event description:
After the physician placed the balloon in the proper position he used a hand injection to inflate the balloon, and at an unknown pressure the balloon burst. There was no reported patient injury. According to the affiliate, no additional patient and procedural information is available.